Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). Event date: on an unknown date in the beginning of (B)(6) 2015, the patient experienced an inguinal hernia. : should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced a right inguinal hernia coincident with automated peritoneal dialysis therapy. The hernia occurred after beginning automated peritoneal dialysis therapy. The cause of the hernia was reported to be due to "dialysis." It was not reported if the hernia worsened with peritoneal dialysis therapy. On an unreported date, the patient was hospitalized for the event. Approximately twenty-three days prior to the receipt of this report, the patient underwent a hernia repair surgical procedure. Dianeal therapies were ongoing. The patient was recovered from the inguinal hernia. No additional information is available.